Event description:
It fluctuating" and "pt cir calibration failure." (A defective circuit was found at last service call 326955). All he knows is that it was on a patient and after they removed it from the patient (patient expired), they noticed that it would not pass the patient circuit calibration.

Manufacturer narrative:
B5: a letter was sent to the user facility requesting additional information on the reported event and as of yet there has been no response from them. H3: the viasys field service rep reported that the user facility evaluated the unit and determined that the unit just needed a 2000 hour preventative maintenance (pm) service and that they did not need him to llok at the unit. The customer performed a 2000 hour preventative maintenance (pm) service on the unit and the unit is now operating factory specifications.